Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer had no symptoms. The customer's mother reported that they adjusted the carb ratio from 10 to 12. Customer¿s blood glucose level was unknown at the time of the call. Customer's mother stated that they've been having low blood glucose for 3 weeks now. The customer declined troubleshooting. The insulin pump was not returned for analysis.